Event description:
It was reported a neonatal patient was being monitored by the device and the baby's sp02 saturation went down to 15% and no desaturation alarm rang. The patient was provided respiratory nursing care in time and, there was no report of actual harm associated with this complaint. No other clinical information was reported; therefore, good faith efforts are being performed. Logs and digital photos of the reported issue were received for investigation review. Additional information received indicated there was a delay in care for the patient but it remained unknown if the delay impacted the patient outcome, which also remains unknown.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Manufacturer narrative:
Patient involvement was reported, a baby was in respiratory failure and blue when the childcare worker arrived. It was noted that there was no harm, but a delay of care for the patient. Tests were carried out on the central unit by the biomedical technician. The biomed determined that the desaturation alarms were triggered after a 20-second condition delay in accordance with the monitors' configuration. A philips field support engineer visited the customer site to evaluate the reported issue and review the logs. On (B)(6) 2025, a desat 70<80 was generated. (B)(6) 2025 18:38:46 ch maubeuge ch143 desat 75 < 80 generated at 18:38:25. Pic ix: ov_neonat red alarm. The fse determined that the red & yellow are visually latched and audibly non-latched audibly (red & yellow). The intellivue patient monitor IFU states: latching defines how the alarm indicators behave when you do not acknowledge them. Based on the configuration of the monitor, the visual indicators (alarm banner and flashing numeric ) are still displayed on the monitor until the alarm is acknowledged, but the audible sound stops when the alarm condition ends. If a latching alarm is not acknowledged and the same alarm condition occurs again: ¿ this alarm is not listed in the alarm review. ¿ the alarm cannot be paged. ¿ no alarm recording is available for the alarm. When your monitor is configured to visual latching and audible non-latching, the reoccurrence of the alarm condition generates a new audible alarm and the corresponding alarm lamp flashes, but the alarm banner displays the latched alarm. If your alarm text is configured to enhanced, the alarm text shows the maximum deviation from the alarm limit and is updated with the reoccurred alarm. The desat 74<80 remained active on the monitor, and the alarm message displaced the maximum deviation from the alarm . Per the IFU, the monitor sounds an audible indicator for the highest priority alarm. If more than one alarm condition is active in the same measurement, the monitor announces the most severe. The desat alarm was not acknowledged and remained visually latched. Additional spo2 alarms was the highest priority alarm which at 20:28:57, the desat alarm ended with a maximum deviation of 15 following the acknowledgement of the alarm. At 20:38:11, a spo2 81<89 was generated. (B)(6) 2025 20:28:55, ch maubeuge ch143 acquitter ov_neonat acknowledge. (B)(6) 2025 20:28:57, ch maubeuge ch143 desat 15 < 80 finished. Pic ix: ov_neonat red alarm. (B)(6) 2025 20:28:57, ch maubeuge ch143 asystole finished. Pic ix: ov_neonat red alarm. (B)(6) 2025 20:38:11, ch maubeuge ch143 spo2 81 <89 generated at 20:37:47. Pic ix: ov_neonat yellow alarm. (B)(6) 2025 21:11:22, ch maubeuge ch143 acquitter ov_neonat acknowledge. The customer biomed confirmed the device was operation as configured. A philips field support engineer confirmed the device was providing the appropriate alarms as configured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: made several attempts to obtain serial number but was unsuccessful. No additional information provided.

Event description:
This information indicated there was a delay in care for the patient but it remained unknown if the delay impacted the patient outcome, which also remains unknown. It was indicated the alarm configuration was for visual alarms to be latched but audible alarms are un-latched. A log review revealed the behavior the customer was concerned about. A desaturation event was recorded at 6:38pm but not acknowledged. As this alarm stayed visually latched and was not cleared by an acknowledgement, the alarm then prevented subsequent spo2 alarms from being generated. The asystole alarm then occurred at 8:28pm, which was acknowledged.

Manufacturer narrative:
As the desaturation event occurred and it remains unclear whether the user was aware of the change in condition, it remains unable to be determined whether the device caused or contributed to the reported event. This event will be conservatively re-assessed as serious injury due to the desaturation event with an unknown delay in care.